Event description:
The consumer reported false negative result with binaxnow covid-19 antigen self test performed on (B)(6) 2022 with an unknown sample. Additional testing was performed with an unknown product that generated a positive result. Pcr testing was done on (B)(6) 2022 generating a positive result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This report is being submitted for the initial and investigation conclusion. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 171963 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 171963 and device part number 195-430h / lot 169911. The lot met the required release specifications. The current overall incident rate for false negative patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is patient sample interference.